Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was experiencing inflation issues as the pump bulb stays flat but the cylinders were functioning as expected. The doctor tried inflating the device but the pump would not inflate, therefore, a revision surgery was performed in which the pump and the reservoir were removed and replaced. Air was not observed inside the device nor a hole in the components. The procedure was successful.